Event description:
A 60cm PICC inserted to right cephalic. An x-ray verification was unsuccessful. Unable to view line. Pt sent to hosp where fluoroscopic verification done per dr. Device was not radiopaque, even though packaging stated device was radiopaque.